Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 780 hematology analyzer generated erroneously high hematocrit (hct) and mean corpuscular volume (mcv) results intermittently on multiple patient specimens over multiple days. No erroneous results were reported out of the laboratory. The operator reran all suspected patient specimens on a back up instrument or reran the patient specimen. Per the customer, all rerun results were considered correct and were reported out. Patient printouts and raw data were requested but not provided by the customer. There was no death, serious injury, or affect to patient treatment that attributed to this event.

Manufacturer narrative:
Specimens were collected in bd edta vacutainer tubes and were sampled within 1 hour of collection. Controls were run before and after this incident and were within assay limits. The instrument is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). A field service engineer (fse) was dispatched on (B)(4) 2010 and replaced the red blood cell (rbc) apertures, which was the root cause of this event.